Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6202720. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
A consumer reported that she stuck herself twice with a 32 g x 4 mm bd ultra fine¿ insulin pen needle because it was difficult to remove from her victoza pen. There was no report of medical intervention.